Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user.

Event description:
It was reported that during a procedure at the user facility the blue radiopaque tag pulled off the towel. The tag was retrieved by the customer before the procedure concluded. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the blue radiopaque tag pulled off the towel. The tag was retrieved by the customer before the procedure concluded. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.